Event description:
Customer reported she was not able to hear alarms. Customer stated she changed out complete infusion set and reservoir, set alarm type and performed self-test. However, no audible tones occurred.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the event, as product has not been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.